Manufacturer narrative:
The device was not returned for evaluation. The cause of this event could not be determined without device evaluation. The lot number was not provided, therefore, device history could not be reviewed and manufacturing date not determined. This is the third of four similar incidents reported from the same doctor.

Event description:
It was reported that the patient suffered a burn at the lateral portal. Further patient information was requested without success. This device is used for treatment.